Event description:
It was reported that following a stenting treatment procedure, restenosis occurred. In (B)(6) 2008, two unspecified taxus express 2 stents were implanted, one in the proximal left anterior descending (lad) artery and one in the distal left circumflex (lcx) artery. In (B)(6) 2009, an unspecified taxus express 2 stent was implanted in the proximal lcx artery. In (B)(6) 2010, restenosis was revealed in the proximal lcx artery and the next day, an unspecified bare metal stent was implanted in the proximal lcx artery. In (B)(6) 2010, restenosis re-occurred in the proximal lcx artery and 16 days later, the physician treated the area with ballooning. In (B)(6) 2011, restenosis occurred in the previously placed bare metal stent and a 3.0x12mm promus stent was implanted in the proximal lcx artery. Per the physician, "there was no relationship between the restenosis of the proximal lcx and the previously deployed stents in the distal lcx and proximal lad". No further complications were reported and the patient status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).